Event description:
The customer reported that the system had no images displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.